Manufacturer narrative:
Additional information: the plaque rupture was present prior to use of the resolute onyx and it not related to the use of the device. The lesion stenosis was 80% or greater . The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when trying to advance the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a lesion in the distal rca. The lesion was described as a soft lesion with plaque rupture, mild tortuosity and moderate calcification. There was no damage noted to device packaging. There were no issues when removing the device from the hoop. The device was inspected and negative prep was performed prior to use with no issues noted. The resolute integrity did not cross the lesion however as plaque was present the stent was removed to further prep the lesion. Upon removal from the patient it was noted that stent struts were sticking out . No patient injury reported. Another device was used to complete the procedure .